Manufacturer narrative:
If additional info becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that "2nd hip replacement, original implant in 2007. First few yrs did well- stem came loose. (B)(4) 2011 had the stem replaced. Two piece stem. Wants to know why the 1st hip product came loose."